Event description:
It was reported that balloon rupture occurred. The 4.50mm x 8mm nc emerge balloon catheter was selected for post dilation. Upon testing and preparing the system for inflation, it was found that the balloon was punctured making it impossible to maintain the necessary pressure. The product was immediately removed and replaced with a similar device to continue the procedure. There was no harm to the patient.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.